Manufacturer narrative:
Section h6: medical device problem code corrected. Manufacturer's investigation conclusion: the reported event of a damaged black power cable on the system controller (serial number: (B)(6)) was confirmed. Upon initial inspection, the damage to the black power cable connector was noted. A log file was downloaded during testing, and data was reviewed. The data reviewed showed the system controller functioning as intended. No indication of an interruption to system controller function due to the damage to the power cable was noted in the data reviewed. The returned system controller passed functional testing without issue. The root cause of the damage was unable to be conclusively determined via this investigation. The device history records were reviewed and revealed no deviations with manufacturing and qa specifications. The heartmate 3 patient handbook section 10 ¿safety checklists" instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The heartmate 3 patient handbook - section 2 ¿how your heart pump works¿ instructs users to never submerge the heartmate 3 system controller or expose it to fluids or liquids of any kind. The heartmate 3 patient handbook, section titled "emergency contact list" cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d4: expiration date and manufacture date (h4) will be provided upon investigation. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient presented with a loosened screw on their black power cable of the system controller. The connection was noted to still be sufficient, and no technical issues were noted, but the system controller was exchanged.